Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2318500. Model: sc-2318-50. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient had an open midline incision from the spinal cord stimulator (scs) implant. The physician prescribed antibiotics, and the patient was sent to the operating room (or) where a wound washout was performed.